Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected longevity estimate due to a programmer software estimator error. The programmer remains in use. Additionally, it was reported that the left ventricular (lv) lead exhibited low pacing impedance which contributed to a shorter than expected battery life for the crt-d. The device and lead remain in use. No patient complications have been reported as a result of this event.